Manufacturer narrative:
The lot was manufactured between february 12, 2020 - february 13, 2020. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have contributed to the reported condition. No signs of abnormalities were observed. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The set was filled with unspecified medication using a syringe. There was no patient involvement. No additional information is available.